Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on october 9, 2020, the knee joint retrograde nail was observed as remaining long and compromised the knee joint. The surgeon removed the nail blocks and inserted more of the nails. Once this was completed, the space for the fns plate was reduced. It was necessary to rotate the plate to fix it and not conflict with the nail. It was not possible to fix the plate with the locking screw due to the change in angle. The surgeon then fixed the plate with an unknown retrograde titanium locking screw. There was no harm to the patient. Concomitant device reported: unknown retrograde nail (part # unknown, lot # unknown, quantity 1) this report is for one (1) unknown locking screw. This is report 2 of 2 for (B)(4).